Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -5.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to transient loss of bcva. In a subsequent surgery later that day, a replacement lens was implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
D4: corrected to - 07640145865114 in the initial MDR. Claim #(B)(4).